Manufacturer narrative:
On 10-jan-2023, additional information was received indicating there was no visible damage on the dilator, the tip or the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator broke. It was reported the dilator did not pass; it was quite tight when trying to enter the sheath and the dilator got bent. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. There was no procedural impact. The procedure was completed without patient's consequence. On (B)(6) 2022, additional information was received indicating the resistance did not result in any damage to the sheath. The dilator was not stuck in the sheath. The resistance resulted in high force and the dilator broke. Based on the additional information received indicating the dilator actually broke, the event was reassessed to be MDR reportable. This event was originally considered non-reportable for the dilator being bent, however, bwi became aware of a reportable malfunction when additional information was received indicating the dilator broke and reassessed it as MDR reportable,.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002014 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).